Event description:
Connection issues during the implantation procedure: the ventricular lead pin could not be inserted inside the ventricular pacemaker port. It was also impossible to insert the atrial lead pin inside the ventricular port. Therefore, the device was not implanted. Both leads were implanted in 1992 and could have been inserted in another reply dr pacemaker.

Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the us. The analysis is pending.